Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent underexpansion, stent damage and stent migration occurred. The patient was admitted due to acute coronary syndrome. Access was obtained via the radial artery. The 90% stenosed, 4x10mm eccentric and de novo target lesion was located in the non-tortuous and non-calcified ostial left main (lm). The lesion was direct stented with a 4.00x12mm promus element stent. While checking the fluoroscopy results after deployment, it was noted that there was a sub-expansion in the body of the stent. The physician decided to post dilate the lesion with a 4.5x15mm non bsc balloon and during the attempt the condition of the stent worsened and stent damage occurred. Intravascular ultrasound (ivus) was performed and it was noted that the non bsc "guide wire went out of the coronary"; however, it was confirmed that a dissection did not occur. The physician exchanged the guide catheter and ivus was performed again, revealing that the stent had partially moved out of the lesion and was half in the aorta and half in the left main. A second promus element stent was implanted through the struts of the previously placed stent and the procedure was successfully completed with a good final result. No patient complications were reported and the patient was discharged four days later.